Event description:
It was reported that the left ventricular (lv) lead dislodged approximately one month post-implant. The physician was unable to rep osition the lead due to difficult patient anatomy. The lead was explanted and an epicardial lead was placed at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillator lead (B)(6) 2012; 4592 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.